Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a low voltage lead the lead exhibited high threshold and high / unstable impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a low voltage lead the lead exhibited high threshold and high / unstable impedance values. The lead was capped and replaced. No patient complications have been reported as a result of this event.